Event description:
The pt reported that a few days ago, she noticed there was a little bit of fluid in the cartridge compartment of her insulin infusion device. She stated she dried it out. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The pump was not requested to be returned for evaluation although the insulin cartridge was returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.